Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-05271. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture and a significant decrease in pacing impedance. During the lead revision procedure, when the new rv lead was connected to the device, the lead would not capture. Both leads were checked through the pacing system analyzer (psa) and there were no capture issues. It was determined that there was a device malfunction and the device was replaced. Upon further examination of the old lead, a small insulation breach was noted, so it was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of rv lead noise was confirmed by reviewing the egms in the device image. Interrogation of the device revealed the device was above elective replacement indicator (eri). The rv loss of capture anomaly was also confirmed during the bench test. The cause of loss of capture on the rv channel was determined to be most likely due to a hybrid anomaly. However, the cause of hybrid anomaly could not be conclusively determined.